Manufacturer narrative:
After replacing therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced part at the product assessment center (pac) and technician verified broken outer insulation on the high voltage wires of the therapy connector. All the physical stress around the therapy connector indicates that the device experienced an impact damage. The cause of the reported issue was determined to be due to user error.

Event description:
A customer contacted third-party service agent regarding checking of their device. During evaluation it was observed that therapy connector was broken. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Event description:
A customer contacted third-party service agent regarding checking of their device. During evaluation it was observed that therapy connector was broken. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and verified broken therapy connector. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.